Event description:
A patient reported experiencing inaccurate erratic results with a euro flash meter. The patient's blood glucose results were 52 mg/dl, 111 mg/dl, and 127 mg/dl. Tests were done within 10 minutes with a calculated difference of 44 mg/dl. Patient did not experience any adverse events. No further information has been reported.